Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level at the time of incident was 44 mg/dl. The customer was treated with food and glucose tablets. Current blood glucose level was 68 mg/dl and when tested again it was 82 mg/dl customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was declined troubleshoot. The insulin pump will not be returned for analysis.